Manufacturer narrative:
There was no case of meningitis. It was reported that the patient was afraid of contracting meningitis, therefore, the device was electively explanted (date not reported). This report is submitted march, 2020.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2020-01007. This report is submitted (B)(6) 2020.

Manufacturer narrative:
This report is submitted on february 28, 2020.

Event description:
Per the clinic, the patient is reported to have meningitis and there are plans to explant the device. It is unknown when the patient was implanted i.e. How long post implant that the patient experienced the meningitis. It is also unknown what treatment was administered.